Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2015 there was an infection of the neurostimulator. An examination was done on (B)(6) 2015 along with laboratory testing which showed abnormal, crp 16mg/l. The patient required in-patient hospitalization, the neurostimulator was explanted on (B)(6) 2015 and was not replaced. Medications were also administered. The issue was resolved. The event was procedure related. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information received via the healthcare professional from a clinical study reported interventions involved the patient being administered medications on (B)(6) 2016, specifically an antibiotic treatment with orbenine. Etiology was noted as surgery/anesthesia.